Event description:
It was reported to philips that the broken pin of the dc power connector & the service end-user was unable to advise when the damage happened. No patient or user harm not in clinical use. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.